Event description:
A patient reported having concerns with "no contact" between upper and lower teeth. The bite video shows posteriors articulating correctly, but there is a gap between lateral incisors and lower anterior when articulated.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.